Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that prior to device implant, the implantable cardioverter defibrillator (ICD) interrogated a battery longevity that was less than expected. The device was removed from possible service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.